Event description:
During the surgical procedure robot-assisted laparoscopic radical prostatectomy, & bilateral pelvic lymphadenectomy while using the enseal laparoscopic tissue sealer the tips would not close and cutting mechanism was sticking. Per surgeons request this device was removed from the surgical field and replace with another device.